Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reported that the needle deployed the cannula late. The pod was not worn.

Manufacturer narrative:
Correction to model no changed from 14000 to 19191. Unique identifier (UDI) # changed from (B)(4) to(B)(4). Correction to the PMA/510(k) # changed from k122953 to k162296.

Manufacturer narrative:
The received device had the cannula assembly fully deployed and the needle completely retracted. No issues were observed that would result in a late needle deployment or a failure to deliver insulin. The reported event could not be determined.